Event description:
A pediatric male patient was brought to the ir interventional radiology suite for a 5-hour procedure (transarterial transcatheter on-x embolization of multiple aterial feeders to the vein of galen aneurysm malformation). The kimberly-clark warming system heating pad was placed under the pt to help maintain appropriate body temperature during the procedure. At the end of the procedure, it was noted by the anesthesiologist that the infant had what appeared to be "... Reddish discoloration of the skin on his (left) leg and heel." Plastic surgery was consulted and the discoloration was felt to be a 2nd degree burn. The following day, the burn was downgraded to 1st degree. The infant's leg is healing and it is felt that he will make a full recovery. The concern and reason for this report is that there was no documentation in the company's user manual that specifically stated that this equipment should not be used on pediatric patients. There is mention of a weight limit for use (100 lbs and over). But, no warning to state that device is not for use on pediatric patients. The last training performed by kimberly-clark (k-c) on this equipment at our facility was back in 2007. The rn rep representative for our facility stated that she verbalized (at that time) that this equipment should not be used on peds pediatric patients, but, there is nothing in writing. The k-c rep did visit our facility after this event to check the equipment with our biomed biomedical engineering team. The equipment was functioning properly. We have also scheduled updated/ongoing staff training on this equipment and, for now, are placing large stickers on the product that state, "do not use on pediatric patients." Our concern is for any other pediatric patients that may be at risk at this time.======================manufacturer response for heating pad, patient warming system (per site reporter)======================manufacturer came to our facility and tested device with biomed. Equipment worked properly; no need to return to manufacturer.